Event description:
During atrial lead implantation, a high capture threshold and low sensing values were observed. The physician elected to use a new lead and the patient was stable.

Manufacturer narrative:
The reported events of high capture threshold and low sensing were not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead revealed no anomalies. X-ray examination of the entire lead found no anomalies. Electrical testing revealed no indication of conductor fractures or internal shorts.